Event description:
This was a lead extraction case performed in the or to remove two (2) medtronic ICD leads (mdt 6945 and 6947) from the rv for malfunctioning. Due to the age of the leads, some extraction issues were expected, so a thorascope was inserted. The first lead to be extracted was the mdt 6947. An lld-ez was inserted, and the physician began with a 14f glidelight. Within a very short span of time, the physician upsized to a 16f glidelight when he had reached the subclavian. The mdt 6947 was successfully extracted. The second lead, mdt 6945, was then attempted with the same 16f glidelight. Due to the condition of the lead, an lld could not be inserted, so an external cook bulldog was used for the lead. As the physician approached the svc/innominate, proximal to the coil, with the 16f glidelight, bleeding in the svc was noted on the thorascope, and the blood pressure fell. Two units of blood were given and the CT surgeon scrubbed in, and within 11 minutes the patient was placed on femoral by-pass and a thoracotomy was performed. An approximate 3cm tear was repaired in the svc. It was noted that the vein was partially pulled into the laser sheath, indicating that the lead was probably imbedded into the wall of the vein. Patient is recovering.